Event description:
It was reported that during use with an unspecified amount of bd smartsite¿ needle-free valve leakage would occur. There was no patient impact. The following information was provided by the initial reporter: 5000r smartsite is leaking. Serious injury - no . Erroneous results - no . Course of treatment changed due to event - no. Exposure to blood/bodily fluid - no. Medical int. Other than first aid - no. Needle/probe stick - no. Safety issue - no. Other actions taken - no. How often has the defect occurred? Several times how many times? 50-100.

Manufacturer narrative:
H6: investigation summary no samples were received for investigation in which the customer has indicated that they observed leakage from a 2000e7d product from lot 1024163. The customer did however provide a video which confirms the customer's experience, as leakage can be seen from the blue piston of the smartsite®. Analysis of the video indicates that the smartsite female luer adaptor is not deformed; however, there appears to be a small pin-prick hole in the blue piston. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1024163 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be conclusively determined in this instance as no sample was received for investigation; however, please note that accessing the smartsite with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that reports of this nature are rare, with a small number of similar reports received in the last 12 months.

Event description:
It was reported that during use with an unspecified amount of bd smartsite¿ needle-free valve leakage would occur. There was no patient impact. The following information was provided by the initial reporter: 5000r smartsite is leaking. Serious injury - no , erroneous results - no, course of treatment changed due to event - no, exposure to blood/bodily fluid - no, medical int. Other than first aid - no, needle/probe stick - no, safety issue - no. Other actions taken - no how often has the defect occurred? Several times how many times? 50-100.

Manufacturer narrative:
Medical device lot #: 1024163 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date.